Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that a damped waveform of the pulmonary artery pressure (pap) was observed during use. The waveform was gently sloped and it appeared to be like pulmonary artery wedge pressure (pawp). The catheter position was checked but it was correct and not wedged. The catheter was replaced then the problem was solved. The customer commented that the catheter was slightly bent approximately 5cm from the tip. An error message was not observed. The patient had been in cardiac arrest but the clinician believed that this did not affect the waveform. Indicated value was pulmonary artery systolic pressure (pasp) was 30mmhg. The expected value was 25mmhg. The pulmonary artery diastolic pressure (padp) was 25mmhg. The expected value was 15mmhg. The clinician did not treat the patient on the perceived inaccurate values. No further information was available. Inquired of patient demographics. Unable to be obtained. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe, two three-way stopcocks, and a terumo 12ml syringe were returned for evaluation. A non-edwards contamination shield was returned with the unit. No packaging or introducer was returned. Without the return of the pressure monitoring unit, the customer report of pressure issue could not be confirmed. No visible damage to the catheter body, balloon or returned syringe was observed. All through lumens were patent without any leakage or occlusion. The thermistor was found to read 36.9 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 38.85 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. Customer report of pressure measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. It is not known if some clinical or procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance found during the evaluation. No further actions will be taken.